Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to shadowing and artifacts. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and another procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4 and a restricted posterior. It was noted that imaging was difficult. One clip was implanted, reducing mr to a grade of 1-2. On (B)(6) 2024, the patient returned to the hospital with recurrent mr, and imaging showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On 25april2024 an additional mitraclip was performed.